Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call the customer made for unexplained high blood glucose of 212mg/dl. It was found that the customer was hospitalized and did seek a medical assistance. No further information was provided.